Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that after the trajectory was locked during a case, the number that appeared had a space between the digits. The site moved the probe, and the trajectory number looked as expected. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. The surgery was completed with navigation, and there was no impact on patient outcome.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 1.1.0, a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. Fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Fdm b01, fdr c10, and fdc d18 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.